Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet resulting in leaflet tear requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted; however shortly after the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and a small perforation was noted on the posterior mitral leaflet (pml). In the physicians opinion this was caused by strong chordae. Two clips were implanted to stabilize the clip reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on all available information, the reported single leaflet device attachment (slda) resulting in tissue damage appear to be due to challenging patient anatomy. Additionally, the reported patient effect of tissue damage is listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention and was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.